Manufacturer narrative:
Corrected data: upon initial processing of this product issue, the wrong reportability decision was made. In addition, the failure of the dcs was incorrectly documented as a material separation; however, there was no report of material separation from the customer. This report was submitted to correct previous submissions of this issue as the failure mode noted in this case has not caused serious injury or death and there is no indication the failure would cause serious injury or death if it were to recur. H6. And additional codes. Coding was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, transfemoral approach was used. The patient had heavy calcification in the left femoral artery through the iliac passage. Pre-dilation was performed, however the delivery catheter system (dcs) still had difficulty passing through the patient's anatomy. Pushing and manipulation were required, causing the capsule and in-line sheath to become damaged during passage. Further approach was not possible; therefore, the device was removed from the patient and the procedure was aborted. No adverse patient effects were reported. Additional information was received that during the valve implant, no unusual resistance was felt while loading the valve and no loading difficulties were noted. Per the physician, the patient's anatomy with heavy calcification and slight bending of the left common iliac artery contributed to the event. The capsule damage occurred at insertion approximately at the lower left common iliac artery. The capsule damage was described as a small fissure at the distal part of the capsule. A procedural delay resulted from the capsule issue.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, transfemoral approach was used. The patient had heavy calcification in the left femoral artery through the iliac passage. Pre-dilation was performed, however the delivery catheter system (dcs) still had difficulty passing through the patient's anatomy. Pushing and manipulation were required, causing the capsule and in-line sheath to become damaged during passage. Further approach was not possible, therefore the procedure was aborted and the device was removed from the patient. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10:  product ID evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves product ID l-evolutfx-2329 (lot: 0012307634); product type: 0195-heart valves medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, no unusual resistance was felt while loading the valve and no loading difficulties were noted. Per the physician, the patient's heavy calcification and sight bending of the left common iliac artery contributed to the event. The capsule damage occurred at insertion approximately at the lower left common iliac artery. The capsule damage was described as a small fissure at the distal part of the capsule. A procedural delay resulted from the capsule issue.

Manufacturer narrative:
Image review: a media file was provided for review of the event description. Patient¿s executive summary was not provided for anatomical review. However, it is known that the left iliofemoral arteries were heavily calcified. Evidence supports that the left transfemoral access was used as the primary access for the procedure, and the delivery catheter system failed to advance. It was reported that pushing and manipulation were required causing the capsule and the in-line sheath to become damage. Images of the damaged capsule and in-line sheath were not provided. Furthermore, it was stated that the further attempts were aborted, and the procedure was aborted. As stated in the instructions for use (IFU), during use there will be some resistance when the catheter is advanced through the vasculature. If there is a significant increase in resistance, stop advancement and investigate the cause of the resistance (for example, magnify the area of resistance) before proceeding. Do not force passage. Forcing passage could increase the risk of vascular complications (for example, vessel dissection or rupture). Conclusion: the investigation is ongoing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received with a valve loaded within the capsule. The device was received with the capsule partially opened. Slight delamination was observed over the nitinol reinforcing frame along the distal end of the capsule. There were two scratches visible to the capsule tip. There was severe damage visible to the distal end of the inline sheath. There was a bend to the stability shaft. The handle appeared intact. The device was returned with the end cap/screw gear snap fit connected. On retraction of the capsule via the rotation of the deployment knob, the valve deployed with a crown overlap. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The inner member shaft and spindle hub appeared intact with no evidence of damage. The reported event for buckle could not be confirmed in the analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.